Manufacturer narrative:
No investigation could be performed. The customer tech svs could not retrieve the computer file for this plate on the user's server because the user had deleted the report from the file.